Event description:
This report pertains to one of three balloon complaints used in the same procedure. Manufacturer report # 3005099803-2014-01752 addresses the first device, manufacturer report #3005099803-2014-01751 references the second device, and manufacturer report #3005099803-2014-01771 references the third device. It was reported to boston scientific corporation that three alliance inflation syringes were used during an esophageal dilatation procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during preparation the syringe needle did not move when a cre balloon was inflated. The same issue occurred with the second and third syringes. There were no issues reported with the cre balloon. After the procedure, the third syringe was tested and it worked fine. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of gauge reading inaccurately. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.